Event description:
On 8/18/1998 following a diagnolstic procedure an angio-seal device was placed in a pt's right groin. Two hrs following deployment the pt complained of pain and numbness in his procedure leg. No pulses were detected and the leg was noted to be cold to the touch. Narcotics were administered, but did not resolve the pt's pain. The pt was later taken to the operating room where a thrombus was found at the puncture site. A thromboembolectomy and repair of the right femoral artery with patch angioplasty were performed. Following this procedure the pt's distal pulses were noted to be excellent. The pt tolerated the procedure well and was discharged home one day later. As of 9/21/1998 there has been no further report to the MFR of complication or pt sequelae.